Event description:
It was reported while using bd plastipak¿ 3ml syringe the tip of the luer was deformed. There was no report of patient impact. The following information was provided by the initial reporter: issues with syringe when threading onto a filter. Appears the thread pitch is different from previous shipments and cannot be used.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using bd plastipak¿ 3ml syringe the tip of the luer was deformed. There was no report of patient impact. The following information was provided by the initial reporter: issues with syringe when threading onto a filter. Appears the thread pitch is different from previous shipments and cannot be used.